Event description:
The customer reported that the rui (remoted user interface) was not working. This future is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface (joystick) was determined to be defective. A replacement was order and sent to the customer for replacement.